Event description:
The customer reported the unit failed to capture a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to capture a 12 lead ECG. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.